Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated to be (B)(6) 2020. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 3006705815-2020-32029, 3006705815-2020-32030, 1627487-2020-32601, 1627487-2020-32602. It was reported that the patient underwent surgical intervention wherein the scs system was explanted in november of 2019 due to an infection. The infection has since resolved and the patient has been reimplanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.